Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. Treatment information was not reported. At the time of the report, the patient had not yet recovered from the peritonitis and remained hospitalized for the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be renal failure, stopped breathing, bad liver and heart not functioning. It was not reported whether an autopsy was performed. The pd therapy was ongoing until the time of death. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h27043, h13h27043, and h13j03165 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).